Manufacturer narrative:
Sections with additional information as of 29-sept-2021: customer returned incorrect meter. Correct strips returned. Defect not reproduced on returned strips most likely underlying root cause: mlc-055-user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 05-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 229, 192 and 256 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl and expected pm fasting blood glucose test result range is 150-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 345 mg/dl using true track meter; customer was not satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened 2-3 days prior to call. The meter memory was reviewed for previous test result history: (B)(6).